Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was high. Ketones were present. Customer went to the hospital and an injection of insulin was administered to address elevated bg. Customer was not admitted to the hospital. At the time of the report, bg level was 251 mg/dl. Reportedly, the customer reverted to an alternate method for insulin therapy.